Event description:
During surgical procedure surgeon attempted to apply 5mm surgical ligaclip when clip applier device jammed and got stuck on the tissue.====================== manufacturer response for endoscopic multiple clip applier, ligamax5======================mfg assigned incident number and advised that I would ship device as soon as I received shipping information. Informed mfg that we would try to provide them with follow up information as requested by manufacturer.